Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that before use the removable transport power supply of the cardiosave intra-aortic balloon pump (iabp) had the clip that holds the power cord in place fall off and the retainers for the clip came off, also the nut that holds one had become loose inside the sealed unit and was rattling inside. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and provided the customer with a replacement removable power supply (0014-00-0085). No checklist or testing was necessary as this is a removable accessory provided with the cardiosave transport style balloon pump. The iabp's software was updated to version b17. The unit was then released to the customer and cleared for clinical service.

Event description:
N/a.